Event description:
It was reported that the device was removed due to erosion from infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.